Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that while removing a set screw the tip of the drive broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the relevant shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with torsional overload.